Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose and customer treated it by hospital staff. The customer's blood glucose at the time of incident it was 392 mg/dl. The customer treated high blood glucose with the manual injection. The customer fell due to being ill caused by a bowel obstruction and hospitalized. The insulin pump will not be returned for analysis.